Event description:
It was reported that the device was observed to be in hardware backup mode. The patient had a colostomy procedure in 2009. The device began vibrating shortly after the the surgery. The device was explanted and replaced.

Manufacturer narrative:
Na

Manufacturer narrative:
Upon receipt, the device was found in bvvi mode due to power on reset (por). The device was tested on the automated test system. It was noted that there was difficulty with telemetry communication. The por was shortly preceded by a magnet reversion and device programming on the same date. It is believed that the bvvi was caused by a strong magnetic field, causing the telemetry coil to saturate. This caused the high current during telemetry operation resulting in the reset condition.

Event description:
It was reported to boston scientific corporation on (B)(6), 2090 that a extractor rx retrieval balloon was used during a stone removal procedure performed on (B)(6), 2009. According to the complainant, the balloon burst during the procedure. No part of the balloon detached and fell inside the pt. The procedure was completed with another extractor rx retrieval balloon. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".